Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the iliac artery. The lesion details are unk. The wanda 4.0x20mm balloon catheter was advanced to the lesion and inflated to 12 atm and ruptured. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt's status is reported as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number is unk and the mfg records could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).